Event description:
It was reported that during a laparoscopic gastric bypass procedure, two of the four trocars were leaking, which two is unknown. Two insufflation machines were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4) information was not provided by the affiliate. (B)(6).